Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test .

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2018. The customer blood glucose level was 630 mg/dl at the time of incident and the current blood glucose level was unknown. The customer was assisted with troubleshooting. . Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer did not experience any symptoms related to high blood glucose. Customer reports they contacted their health care professional regarding the high blood glucose. Customer was not alleging pump was under delivering. Customer was unable to complete carelink upload. The insulin pump will be returned for analysis.